Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 01-may-2024, it was reported by the patient that three infusion set cannula fell off due to which hyperglycemia occurs within one day of use. High blood glucose level was 360 mg/dl. Event occurred on 05/01/2024, 05/07/2024, and 05/08/2024. Patient replaced infusion set and resumed insulin successfully. No further information was available.